Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that two months after the dental implant was placed, in ada site #4 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate load was not performed. Patient presented bone type IV. An infection and an abscess were present. The device will be forwarded to the manufacturer for investigation. Patient reported pain and mobility at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that two months after the dental implant was placed, in ada site #4 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate load was not performed. Patient presented bone type IV. An infection and an abscess were present. Patient reported pain and mobility at time of event, no further complications were observed.